Manufacturer narrative:
Additional information: on (B)(6) 2020, mentor became aware that device reported in this complaint was manufactured in leiden, netherlands. The leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. As a result, no further reports will be submitted to the FDA concerning this device. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast surgery with unspecified gel mentor breast implants and experienced bilateral rupture postoperatively. The patient also experienced several unexplained systemic symptoms, including fatigue, cognitive dysfunction, brain fog, difficulty concentrating, word retrieval, memory loss, muscle aches, joint pain, hair loss, dry skin, dry eyes, dry hair, low libido, heart palpitations, metallic taste in mouth, shortness of breast, swollen lymph node in neck, neck pain, migraines, skin pigmentation changes (melama), candida, urinary tract infection, yeast infections and anxiety. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's left-sided device.